Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported an critical alarm was occurring and confirmed by telemetry. The alarm was due to zero ml reservoir reached. The patient missed a refill appointment. The patient was having increased pain and spasticity. The pump was used to deliver bupivacaine, baclofen (unknown) and dilaudid. Additional information received reported the patient went through "mild at best" withdrawal.